Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the reactiv8 system was explanted due to a possible infection or reaction to the implant. The patient was implanted with the reactiv8 system about 20 months ago (B)(6) 2023), followed by a medtronic closed-loop scs (spinal cord stimulator) implanted in (B)(6) 2024. The patient stopped using the reactiv8 system from (B)(6) 2024 to (B)(6) 2025 and mainly relied on his medtronic scs device. Reportedly, the patient had a cervical scs that had been non-functional before the reactiv8 implant, which was explanted on (B)(6) 2025. Three weeks post-explant of the cervical scs, the patient reported a burning sensation in his mid-back in the reactiv8 implantable pulse generator (ipg) area. On the day of the reactiv8 explant, fluid was seen oozing out of the midline incision before the explant. Fluid samples were taken, and both incision sites were swabbed and sent to the lab for culture, including the ipg and leads. The device was explanted without complications. The ipg for cervical scs is on the left flank just above the reactiv8 ipg location. There was no reported possible issue causing the infection in the reactiv8 device after 20 months of implantation. The patient was given cefepine and vancomycin antibiotics through an intravenous line at the hospital. The device history record was reviewed. No relevant nonconformances were found. Since the device was not returned, no device evaluation can be performed.